Manufacturer narrative:
Device was used exclusively in condition other-than-approved by labeling, for at least several months, with off-label interface, on a pt who is below the minimum specified weight for the device: blower was found to have sustained damage, causing device failure.

Event description:
Npb received info which suggests that a ks330 unit stopped cycling while in pt use. There was no pt injury.